Manufacturer narrative:
(B)(4).

Event description:
According to the customer, after extracting the trocar they observed that the balloon was split. There were no consequences for the patient, but they had to check the balloon to ensure that no pieces of it were inside the patient's abdomen.

Manufacturer narrative:
(B)(4). Device evaluation pending completion.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of two devices opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspections noted that the valve seals and locking collars were intact. A cut was observed to penetrate both balloons. The balloons were unable to be inflated due to the observed damage. The flapper valves and locking collars functioned properly. Visual and functional testing of the returned product confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the damaged balloon, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4).